Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. G4: premarket / 510(k) #: k222568.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mesenteric artery. An opticross 18 imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device fractured in the celiac artery via the femoral approach. All components remained on the wire and were safely retrieved from the artery as a single unit. The procedure completed using an alternate method. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. G4: premarket / 510(k) #: k222568. The device was returned for analysis. Visual and microscopic inspection revealed the tip was stretched and detached from the imaging window.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in mesenteric artery. An opticross 18 imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device fractured in the celiac artery via the femoral approach. All components remained on the wire and were safely retrieved from the artery as a single unit. The procedure completed using an alternate method. There were no patient complications.